Event description:
Pt reported that during a prime the device put out half the insulin cartridge unit they stopped the prime. Pt stated the piston rod did not move like normal and they stopped it by using the check button. Pt attempted to prime again and the same action occurred. Pt stated they had received occlusion errors in the past, but the last one they received was 3-4 days ago. Pt's blood glucose was not affected and current condition is fine.